Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the customer faced an issue with matching grips; the right grip was not moving back after being pushed in, but the left grip worked fine. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and did not find any errors pointing to this problem. The procedure was completed using the other surgeon console that was connected to the system. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the start of the procedure and was completed without any further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified that the master tool manipulator (mtm) was sticky and did not return to home position. The fse also noticed the mtm had a lot of fiber dust. The mtm was replaced to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation did not reveal any errors that may be related to the reported complaint. Additional log reviews confirmed that system sl0256 was used on (B)(6) 2022 for an esophagectomy transthoracic - chest anastomosis surgical procedure. System sk4894 was not used. A review of the video clips was conducted by regulatory post market surveillance (rpms) analyst. Review of the provided videos was consistent with the reported issue of right grip having resistance, whereas the left grip was working fine. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to having issues with the right master tool manipulator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure of right grip not moving back properly during visual inspection. During evaluation, inner and outer springs were found to be broken.

Event description:
Refer to h10/h11 for follow-up information.